Event description:
It was reported that the 9800 system "c" will not stay in its set position. Brake is not holding. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened the screws that hold the "flip flop" brake handles to the brake actuator rod. The system was tested and found to be working as intended and placed back into service.